Event description:
Event description guidant received information that this - lead impedance in unipolar is 2200 ohms and 2400 ohms in bipolar configuration. All the numbers started going up since november of 2005. Threshold in november was 1.3 v @ .4 ms and now it is 1.7 v @ .4 ms. R waves are 8.4 mv in unipolar and 5.5 mv in bipolar configuration. Upon isometrics they see some noise but the device is not sensing it. ,